Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No information for date of event. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was seeing the out of regulation (oor) message on the patient programmer. Patient states it is a informational oor. Patient stated this morning he replaced the programmer batteries and that is when he saw the out of regulation. He can see on/ok but the oor comes up. Patient states there is nothing out of the ordinary that happened a couple days ago. Patient called back stating he called the hcp and the rep said the oor message is with the patient programmer. Patient was confused because he is getting different information from troubleshooting and hcp. Patient states he is having tremor and stiffness on the left side and struggling to speak since yesterday. Patient states he is suppose to go on a cruise tomorrow. Patient states the patient programmer shows therapy on/ok and he accidentally decreased the stimulation from 5.0 to 4.9v. Patient states he hasn't touched the patient programmer in awhile. Patient states he is back on group b settings. The code will need to be cleared with the 8840. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating that the cause of the oor message was due to the contact having high impedance. Actions/interventions included the rep reprogramming and avoiding the affected contact. The oor issue has been resolved by not using the contact with the issue.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating that the cause of the high impedances was not determined.